Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that there was a loud bang from the tube during an exam and the system stopped working. There is no report of patient injury.